Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that during a treatment the patient lost fixation. The surgeon or the eye tracker stopped the system during the procedure. The surgeon asked the patient to fixate on the fixation light and then tried to continue the treatment. The system did not restart. After several attempts, treatment was aborted. Upon follow up, patient will be seen one month post operative for an appointment.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Upon additional follow up, the surgeon who operated on this patient will operate again on this patient.

Manufacturer narrative:
Additional information provided. The logfile review shows a message occurred. The user tried to reposition the patient several times and tried to go ahead with the treatment without success. During that procedure, the user pressed and lifted the foot pedal very often and sometimes very quick which caused the position of the pedal and detected position of the shutter in the beam path to be out of synchronization. Thus, the system displayed warning message. Logfile review shows the treatment was aborted subsequently by the user for an unknown reason. The most likely reason is that the user was unable to achieve the pupil centering. There was no technical problem or abnormalities detectable that could have contributed to not finding pupil and the mentioned message about shutter state. The root cause is user handling. The manufacturer internal reference number is: (B)(4).